Event description:
A customer contacted beckman coulter (bec) reporting that the synchron lx I 725 clinical system generated one (1) false low creatinine modular (crem) result of 0.75 mg/dl. The false low result was not reported out of the laboratory. The customer repeated the sample on an alternate dxc system and obtained a higher believable result of 5.09 mg/dl. There was no impact to patient treatment associated with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the modular chemistry (mc) reagent tricontinent syringe was leaking, and the stirrer bar was scratched. The fse replaced both components which resolved the issue. Failure mode is unknown. Multiple hardware components were replaced which resolved the issue.